Manufacturer narrative:
Concomitant medical products: product ID: evolutr-34, serial/lot #: (B)(4), ubd: 29-jul-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, technical issues with the x-ray machine were reported. As a result of the technical issues, the physician under-rated the valve height. The valve was deployed too high as a result of the x-ray issue. Subsequently a second transcatheter valve was implanted. No additional adverse patient effects were reported.